Manufacturer narrative:
A medtronic representative, following up with the site, tested the system and found the software had a bad configuration file. The medtronic representative reinstalled the configuration file and performed an imaging system check-out, all areas passed. System performed as intended. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system was unable to fully boot and displayed the error message "system booting, please wait". To troubleshoot the issue the medtronic representative restarted the imaging system and re-seated the mvs interface cable without resolution. It was reported this issue delayed a transforaminal lumbar interbody fusion (tlif) procedure for 20 minutes before the surgeon opted to complete the procedure without the use of the imaging or navigation systems. The surgeon continued the procedure with use of fluoroscopy. There was no impact on patient outcome.